Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an increase in threshold to greater than 4.0 v in the unipolar and 2.5 v in the bipolar configurations. The lead was explanted and replaced.